Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation and nausea/vomiting. There was no report of serious or permanent patient harm or injury. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information was received on february 03, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously is alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation and nausea/vomiting. Additional information was received on march 19, 2024, and section h11 should be reported as: the device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got scrapped. In box e: reporting institution name has been updated. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.